Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a screw head broke. The procedure outcome is unknown. The patient status is unknown. There is no further information available. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) 3.5mm ti cancellous polyaxial screw 36mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the screw was received in a broken condition. The breakage point was observed to be between the screw head and the screw shaft. Moreover, the broken part is missing. There are several mechanical damages visible on the surface.the screw recess is intact. In general is the device is in a very used condition with discolorations and scratches all over. All features related to the reported complaint condition were reviewed and no other issues were identified. The complaint condition can be confirmed due to the device condition "breakage" and the received pictures attached on complaint level. The for the complaint relevant dimensions were checked as far as possible and revealed that the breakage occurred approx 35mm from the tip of the missing broken part. The article 04.614.036 with lot no 6319490 was manufactured in september 2010. We are not aware of any quality problems or failures caused by a faulty product on the article. However, based on all findings no fault could be found in material or during the production. We suppose that a mechanical overload situation during use could lead to reported complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part number: 04.614.036, lot number: 6319490, supplier lot number: n/a, manufacture date or release to warehouse date: 02/09/2010, expiration date: n/a, supplier/manufacture site: (B)(4). Component part number: 04.614.008.2, component lot number: 6305713, supplier lot number: n/a, manufacture date or release to warehouse date: 01/19/2010, expiration date: n/a, supplier/manufacture site: (B)(4). Component part number: 04.614.008.2, component lot number: 6305714, supplier lot number: n/a, manufacture date or release to warehouse date: 01/19/2010, expiration date: n/a, supplier/manufacture site: (B)(4). Component part number: 04.614.008.30, component lot number: 6308449, supplier lot number: n/a, manufacture date or release to warehouse date: 01/22/2010, expiration date: n/a, supplier/manufacture site: (B)(4). Component part number: 04.614.008.40, component lot number: 6314353, supplier lot number: n/a, manufacture date or release to warehouse date: 01/29/2010, expiration date: n/a, supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number 6314353. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.